Event description:
The lay user/pt contacted lifescan (lfs) customer service in 2009 alleging an "apply sample" issue with his onetouch ultra meter. The pt was contacted on oct 1, 2009 to obtain additional info. The pt tests about twice per day (fasting and before bedtime) and takes glyburide and metformin (breakfast and suppertime). The pt had been using the subject meter since six months prior, and indicated that the "apply sample" issue first occurred at 11pm the day prior to contact to lfs, before he went to bed. His last successful test was done earlier in the morning and the blood glucose result was "about 5.6 mmol/l." He claimed that he did not make any changes to his usual diabetes routine after the reported issue occurred and then went to bed. At 2am later the same night (3 hours after the reported issue began), the pt reportedly was shivering, "not steady," and could not sleep. He did not attempt to use his meter at this time since the meter was not working. The pt administered self-treatment with glucose and then felt better in about 1 hour. No other forms of medical intervention were reported. According to the troubleshooting performed with customer service, the correct testing technique was used and the test strips drew the sample. The reported issue was noted to be unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt allegedly developed symptoms suggestive of a serious injury 3 hours after the "apply sample" issue occurred. In addition, the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.